Manufacturer narrative:
The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Sample received by MFR, but investigation is incomplete at time of this report.

Event description:
The complaint was reported as: complaint alleges: "after the procedure of a coronary bypass, three thoracic catheters were placed, before closing the patient. These catheters we connected with two sahara's. One of the two, indicated that there was no negative pressure in the collection chamber even when the float appears in the window, indicating pressure is operative. There was nothing wrong with the connection towards the patient. This means that no suction is applied on the thoracic drainage catheters. We changed the defective sahara for a new model, and everything was ok. This was a test for introducing the sahara in this hospital." No patient injury reported.